Manufacturer narrative:
Pump monitored for several days with no blank display anomaly noted. Pump received with normal operating currents. No damage found on lcd isolation tape noted. Pump received with cracked case at display window corner, minor scratched and cracked display window.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 407 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.